Event description:
The consumer reported nine (9) false positive results with the binaxnow¿ covid-19 ag card test performed. This MFR report addresses the false positive eight (8) and is eight (8) of nine (9). The consumer reported a false positive result with the binaxnow¿ covid-19 ag card test performed. Pcr confirmation testing generated a negative result.(platform unknown). Consumer confirmed patient was not symptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Additional data: the investigation is still in progress. A supplemental report will be provided after completion. Reference MFR reports: 1221359-2022-01069, 1221359-2022-01070, 1221359-2022-01071, 1221359-2022-01072, 1221359-2022-01073, 1221359-2022-01074, 1221359-2022-01075, 1221359-2022-01077.

Manufacturer narrative:
H10: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 155933r with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lot 155933r, test base part number 195-430 / lot 149479. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 155933r showed that the complaint rate is 0.003%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However a possible assignable root cause is sample interference or cross contamination. Ref MFR reports: 1221359-2022-01069 through 1221359-2022-01077 and 1221359-2022-01714.

Event description:
The consumer reported ten (10) false positive results with the binaxnow¿ covid-19 ag card test performed. This MFR report addresses the false positive eight (8) and is eight (8) of ten (10).